Event description:
Healthcare professional (hcp) reports one blood leak with the psn 210 dialyzer. Incident occurred at the start of the patient's treatment and was noted on leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to patient, with an estimated blood loss of 300cc. Treatment was resumed with new disposables. Hcp stated that at the end of the patient's treatment, the patient became hypoglycemic. The patient became diaphoretic and hypotensive. Extra normal saline (200cc) was given to the patient with rinseback of blood to increase patient's blood pressure. The patient's blood sugar was found to be 75mg/dl. The patient was given 50mg IV dextrose. Hcp stated that the blood sugar was rechecked and found to be stable for the patient, at 135mg/dl. The patient remained alert and oriented, and became asymptomatic with no further complaints.